Manufacturer narrative:
The event site telephone number was not accurately reported on the initial report.

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on a cs300 intra-aortic balloon pump (iabp) fifteen (15) ¿check iab catheter¿ alarms along with one (1) ¿leak in iab catheter¿ were observed on the analysis data logs generated on (B)(6), 2018. Furthermore, upon opening the cover of the iabp, blood was observed in the purge line filter; however, no ¿blood detected¿ alarms were logged. There was no patient involvement during pm being performed, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced all suspected blood contaminated parts including the purge valve assembly, condensation removal module, safety disk assembly, and tubing. The fse also reported that while performing the pm, a "blood detected" alarm was generated and logged on the analysis of data logs for testing purposes. This "blood detected" alarm was not from the event date during patient therapy. Furthermore, the fse tested and passed the iabp on all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on a cs300 intra-aortic balloon pump (iabp) fifteen (15) ¿check iab catheter¿ alarms along with one (1) ¿leak in iab catheter¿ were observed on the analysis data logs generated on (B)(6) 2018. Furthermore, upon opening the cover of the iabp, blood was observed in the purge line filter; however, no ¿blood detected¿ alarms were logged. There was no patient involvement during pm being performed, and no adverse event was reported.